Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-00775. It was reported that the patient developed slight erythema at the trial lead site after being implanted. As a result, the patient was prescribed oral antibiotics as a precaution and monitored over time, which resolved the issue.

Event description:
Device 2 of 2 reference MFR. Report#: 3006705815-2019-00775.

Event description:
Device 2 of 2 reference MFR. Report#: 3006705815-2019-00775.